Event description:
A malfunction was reported by a nurse at tauranga hospital involving a customer's device. Although the impact on the customer's blood glucose level was not determined, the malfunction did not appear to recur after resolution steps were taken. Technical support provided pump reset information and assisted with resetting the pump, ensuring the customer could continue using it. The customer was advised to call back if the malfunction code reappeared, and they acknowledged this guidance. There was no reported impact on the customer¿s blood glucose level.